Event description:
It was reported that prior to starting a da vinci surgical procedure, a prograsp forceps instrument did not fully lock in. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable derailed at the distal idler pulley. The grip cable was seated and exposed on the outside of the outermost pulley. Yaw motion was non-intuitive as a result. Other cables at wrist were not damaged. An additional observation not reported was the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.